Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that the patient experienced syncope for an unspecified reason. Upon interrogation it was noted that the pacemaker had reached elective replacement indicator (eri). Subsequently a revision procedure was performed where the pacemaker was explanted. No additional adverse patient effects were reported.